Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge load process, and customer was unable to continue using original cartridge. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge, delivered 9-unit bolus as instructed, then, with support from technical support, loaded new cartridge using proper technique, successfully resumed insulin therapy, and issue was resolved.